Event description:
A report was received that a patient underwent a pocket revision procedure due to the patient was not being able to charge because the pocket was too deep. The patient was reportedly doing well following the procedure and able to charge properly.

Manufacturer narrative:
This is the final report.